Event description:
During the procedure reportedly the balloon of this device "destroyed" three competitors wires. No further info is available. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.